Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and found that the dual resolution dilutor (drd) was loose. They also observed large amounts of buildup from reagent and sample probes dripping, high speed spinner, waste trap and waste trap manifold. The fse replaced the sample and reagent manifolds, the high speed spinner, adjusted the position on the probes, reset dilution well positions, tightened the drd screws and replaced the liquid waste trap. The fse then ran the hcg controls and the results were within specifications. The cause of the falsely high hcg result is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer obtained a falsely high value on one patient sample for the human chorionic gonadotropin (hcg) assay on an immulite 2000 instrument. The laboratory questioned the initial result based on the patient's history. The sample was repeated two more times and the value was lower. The sample results were obtained on the same day and out of the same sample tube. An endometrial biopsy was delayed due to the hcg results. The initial and repeat results on the patient sample were reported to the physician(s). There were no known reports of adverse health consequences due to the falsely high hcg result.